Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported being hospitalized twice for high blood glucose. Customer stated he went into a coma on the second hospitalization. Customer also stated that when wife found him, the insulin pump indicated a no delivery alarm. During troubleshooting, the insulin pump generated a no delivery alarm.